Event description:
The pt experienced increased pain, the pt had the pump and catheter replaced due to a "failed baclofen pump". No additional info was provided. See MFR's report # 2182207200902074 for pt outcome.